Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, a non olympus lithotripsy basket could not crushed the stone and could not be withdrawn from the pt, then the user tried to crush the stone using the subject device, however, the basket wire of the non olympus lithotripsy basket was broken within the stomach of the pt. It was reported that the facility abandoned the procedure and could retrieve the basket wire with an endoscopic procedure on three days after, october 5. The facility was no malfunction report related to the device.

Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed information. The user facility mentioned that there was no need to return the device to omsc for evaluation. The device referenced in this report was not returned to omsc for evaluation because the facility continuously had used the device. Based on the previous investigation the basket wire of the non olympus lithotripsy basket was supposed to be broken during the procedure due to the harness and the size of the stone. This report is being submitted as a medical device report in an abundance of caution.